Event description:
It was reported that this was a vessel closure of an unspecified vessel using the pre-close technique prior to an unknown procedure. Reportedly, during pre-installation (pre-close), one of the proglide had a failure of the needles and sutures to connect. Two other proglide were deployed. At the end of the procedure, the vessel was sutured with two proglide sutures; significant bleeding was observed. Manual compression was applied with heparin neutralization. A non-abbott device was added to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.